Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice machine during an unspecified phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, nothing was noted that could have caused or contributed to the reported alarm. The patient was to complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.